Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was evaluated and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in (B)(6)2017. The returned instrument was evaluated and found that the flush port cap is missing , and the knob rotation mechanism is extremely dry and sluggish feeling suggesting this instrument is in need of lubrication. Further evaluation shows that the outer tube assembly and drive rod end is bent/damaged at the jaw end and the pivot pin is pulled thru one side of the outer tube assembly and the jaws are loose and misaligned making this instrument unusable thus we are able to validate the complaint. All instruments at this facility are 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line. We are unable to determine what caused the instrument to become damaged but mishandling at the end user's facility is suspected.

Event description:
It was reported that the applier got broken at the distal area while in use. There are no reports regarding clips falling in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier got broken at the distal area while in use. There are no reports regarding clips falling in the patient.